Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited undersensing. The implantable pulse generator (ipg) exhibited missed beats. The lead and ipg remains in use. No further patient complications have been reported as a result of this event.